Event description:
It was reported that the patient experienced symptoms of dizziness. The patient's atrial and right ventricular (rv) leads were capped and replaced due to high impedance values, noise and possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).